Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review the complaint for difficult/unable to retract capsule was confirmed with objective evidence through product evaluation of the returned device. The white knob on the returned device was unable to retract, x-ray and dis-assembly revealed the pins bent and out of their slots within the handle, and one pin was hard-stopped onto the rail adapter, preventing removal of depth. The guide pins can be unslotted when the handle shells deflect due to excessive force during device prep or abnormally high forces to deploy the valve. Available information suggests the guide pins were unslotted due to excessive force during device prep and/or abnormally high forces from valve deployment. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. Therefore, no nonconformances related to the complaint event were identified. However, a corrective action has been initiated to further investigate this event.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. During procedure, the white knob was not retractable after 90 degrees, the blue knob was difficult to retract and the depth knob, with 1 mm depth setting, was unable to retract. During preparation, there was no specific resistance observed in the system. No vessel tortuosity or resistance was observed during device insertion. During procedure, the capsule began to be retracted using the white knob but required unusually high resistance. The operator needed to apply extreme manual force. To progress, small counter-clockwise adjustments (against the indicated direction) were applied, followed by incremental clockwise rotations. Through these maneuvers, the outer capsule was retracted only minimally beyond the locking ring. Due to tension in the system, the depth knob became fully blocked and could not be moved further. To reach the required height, combined maneuvers with wire push were performed. During deployment, one of the locking tabs remained engaged with the locking ring. This occurred due to incomplete retraction of the outer capsule. Additional manual force was required to achieve the few remaining millimeters needed for full release. After applying this increased force, the device was ultimately positioned and successfully deployed in an optimal position. The patient was in stable condition after the procedure.